Event description:
The user's hearing performance with the device is affected after having been involved in a car accident. Further checks and medical intervention are considered. No date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress, caused by the reported trauma, appears very likely. In addition in situ measurements show one channel with hi status already before the reported trauma due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Further checks and medical interventions are considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However as the device was received incomplete an exact location of the damage could not be determined. Other mechanical damages found are attributable to the removal surgery. In addition, in situ measurements show one channel with hi status already before the reported trauma due to undetermined reasons. This is a final report.

Event description:
The user's hearing performance with the device is affected after having been involved in a car accident. The user has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after having been involved in a car accident. Further checks and medical intervention are considered. No date has been scheduled yet.